Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection approximately six weeks post implant. It was additionally noted that the tissue adhesive used to close the implant site had been removed by the patient or a family member. The implant site was red, swollen and painful. The explanted system was sent to the lab for cultures. No further patient complications have been reported as a result of this event.